Manufacturer narrative:
Device not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient experienced excruciating pain for first month then persistent tenderness, light sensitivity, constant tearing, conjunctival blister, lateral flickering, nighttime halos. Eye is constantly swollen, poor vision. Patient tried numerous prescription for dry eye, steroids. Experienced refractions, eyesight is terrible and patient was urogynecologist who can no longer do surgery or drive at night because of this problem. Consultant indicated good placement of the lens but wrong preop lens measurement. Additional information was requested.